Event description:
Rptr owns a safety 1st digital thermometer model #429 lot #9907. After pt was over the flu, rptr was taking pt's temperature (armpit) to insure the fever was gone and received erratic readings. Rptr then took self temperature several times by mouth and it never read over 98 degrees. About 2-3 weeks ago, rptr called the co who was surprised to hear of this. They stated that they would send rptr a new one and ask that rptr send them the "defective" one to inspect. Rptr received nothing. After the warning of discovery, rptr's neighbor realized that they had the same problem with their safety 1st thermometer (model #10429 lot #0001). In rptr's view this is very serious as pt could have very well had a 104 degree temperature without realizing it. Is this something the FDA will look into? Should rptr call safety first to see why they have not responded? If rptr does receive something from safety first should rptr return the thermometer to them or hold onto it in case the FDA would like to inspect it?